Event description:
It was reported that the patient was experiencing inadequate stimulation and would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.